Event description:
This clamp did not close when on infant during procedure. It closes fine without the penis. Infant had bleeding. Additionally, account stated the physician put the circumcision clamp on the baby and noticed the clamp was not closing completely. The physician worked with the clamp to close it tighter then continued with the case. Extra bleeding occurred after cutting of the foreskin. Surgifoam was used to stop the bleeding.

Manufacturer narrative:
The instrument was received for evaluation. An evaluation of the instrument did not produce conclusive information to validate the issue. No function deficiencies were observed. The evaluation of the instrument included, functional, dimensional, and visual inspection. It was determined that the instrument meets quality specifications. As part of the investigation, the instrument was sent to the manufacturer for further analysis. In addition to an evaluation of the sample, our team conducted a detailed review of our device history record, complaint history log, and reports of internal non-conformances. They found no non-conforming trends or significant reports of failures from this review. As a result of our initial investigation and considering that no deficiencies were observed, no corrective and preventive action has been initiated. The manufacturing location has been informed and their response will be tracked. Our records have been updated, which will aid in the identification of trends, should additional reports be received for the same product.